Event description:
Per the audiologist's report, this patient hs 17 open circuited electrodes as confirmed by integrity testing in 2006. The child's mother reports that he fell and hit his head before the initial activation of the device. Cochlear recommends an explantation/reimplantation surgery.